Event description:
It was reported that the screen was dim, making it difficult for the customer to see the display and interact with the pump. There was no adverse impact to the customer's blood glucose level, as it remained within normal range. The customer will continue to use the pump until the replacement pump arrives.